Event description:
It was reported that a remote monitoring transmission was sent due to the patient complaining of syncope. It was noted that the device had recorded atrial high rate episodes and that there was suspected occasional undersensing during the recorded episodes. It was also noted that the patient's rates were >100 beats per minute during the episodes. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 9529 icm, implanted: (B)(6) 2012. (B)(4).